Event description:
Pt experiencing recurrent dislocations of hip anteriorly. Revision surgery performed 8/10/96, at which time the subject bearing insert and the hip's femoral bearing head were replaced after an implantation period of four months.